Manufacturer narrative:
(B)(4). Method: the complaint mr290 vented autofeed humidification chamber was returned to fisher & paykel healthcare in new zealand for investigation. The returned chamber was visually inspected and functionally tested by connecting it to a water source. Results: visual inspection of the returned complaint mr290 chamber identified no visible damage to the chamber dome and water feedset. When connected to a water source, it was found that the device had a water leak at the connection between the spike and the tube of the water feed set. Conclusion: we were unable to conclusively determine what caused the reported event, as the chamber dome itself was not damaged and did not leak. The only identified leak during investigation was found at the connection between the water feedset tube and the spike. A water feedset damage is not a reportable event as confirmed by us FDA in august 2014 based on the medical device reporting guidance document of 1997. Our review of complaints data confirmed that there is no documentation of any reported serious injuries or deaths in the last 5 years and the probability of harm occurring is remote, with 0 complaints of injury or death out of ~ 30.7 million chambers sold. A damaged water feedset is most commonly detected during the standard setup and ventilator test before use on a patient. A damaged water feedset hinder water from entering the chamber. The breathing circuit still connects to the ventilator and delivers medical gases to the patient. There is no interference with the delivery of medical gases, only the humidifying of it. In addition, when connected to our most common humidifier (model mr850), a water out alarm will sound if the chamber runs out of water. This will alert hospital staff to check the water level. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure there is a water supply connected to the chamber and that water is present within the chamber."

Event description:
A distributor in japan reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that an mr290v vented autofeed humidification chamber was found leaking before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of evaluating the complaint mr290v vented autofeed humidification chambers. We will provide a follow up report upon completion of investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that two mr290v vented autofeed humidification chamber were found leaking before use. There was no patient involvement.